Event description:
The rptr stated that rptr did meter to lab comparision tests, side by side, capillary versus venous. The results were 148 mg/dl on the meter, and 201 mg/dl on the lab test. The rptr did not have any symptoms. On followup, the rptr tested the strips with new control solution and had an in range results, 118 (94-141). No harm was alleged.